Event description:
Kimberly clark corporation received notice in 2002 from the FDA medwatch medical products reporting program, alleging that the pt experienced a fever, vomiting, blackouts, amd a rash. In this report, the pt alleges that they were hospitalized for several days. The pt reportedly was diagnosed with toxic shock syndrome. The pt alleged that they were using kotex security tampons.